Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer dropped the pump into water and upon reloading the cartridge, a minimum fill notification was received. Tandem technical support advised the customer to change out the cartridge with a new one. The customer acknowledged the information.